Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the lot number informed on the guarantee form does not correspond to the item informed on the guarantee form. Therefore, the lot number was not considered. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. Moreover, it was seen that the dentist has used more drills than recommended to perform the implant installation.

Event description:
(B)(4) ¿ the dentist reported that after dental implant was installed in intraoral region 12#, its non-osseointegration was observed. The 30 ncm of primary stability was achieved and the patient presented insufficient quantity/quality bone (bone type I).